Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. It was stated that the piston continue to move forward after reservoir contact. No numbers appeared on screen and no beeps heard. The insulin pump was not bumped, dropped or exposed to moisture. Drive support cap appears normal; end cap sticker detached. Blood glucose value is 156 mg/dl. Nothing further reported